Event description:
It was reported that during a port placement procedure, the peel away sheath was allegedly did not completely separated. Reportedly, a scissor was used to cut away the center plastic piece in order for the peel away to separate. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one fully peeled 6.5fr peel-apart sheath received for evaluation. Visual, tactile, dimensional and functional evaluation were performed. One half of the valve was noted to be attached under the valve cap. Scissor had to be used to cut away the center plastic piece in order for the peel away to separate hence break and complete separation were noted to be incidental. Dimensional measurement was performed of the valve split and found to be within specification. Manufacturing review was performed and ¿peel away sheath was allegedly did not completely separate¿ was confirmed. It demonstrates that valve had not been properly divided, most of the valve was attached to the half indicating bard. Therefore, the investigation is confirmed for the reported difficult or delayed separation. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the peel away sheath was allegedly did not completely separated. Reportedly, a scissor was used to cut away the center plastic piece in order for the peel away to separate. There was no reported patient injury.